Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death on death certificate notes congestive heart failure. The manner of death was natural.

Manufacturer narrative:
A partial lead with the lead tip measuring 6.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.